Event description:
It was reported that the right ventricular lead exhibited a capture threshold of 5.0 v, 0.4 ms and an increase in lead impedance from 500 ohms to 1700 ohms. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.